Event description:
It was reported that the atrial lead was undersensing and had no capture. The device was reprogrammed, and the lead remains in use.a lead replacement was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).